Manufacturer narrative:
No product was returned for investigation, nor were x-ray provided to confirm the event. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis..." No product returned for investigation.

Event description:
On (B)(6) 2017, a patient underwent posterior percutaneous spinal fixation at the t10-s2ai levels. Reportedly, post-surgery the t11 screw was found not to be inserted correctly into the vertebral body but into the spinal canal. On (B)(6) 2017, a revision procedure was performed to replace the screw at the t11 level. No product malfunction reported.